Manufacturer narrative:
Batch review performed on 20 december 2019. Lot 189248:(B)(4) items manufactured and released on 23-jan-2019. Expiration date: 2024-01-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other devices involved in the event: moto partial knee 02.18.if2.09.rm tibial insert fix s2 rm - 8mm lot. 168049 (k162084). Batch review performed on 20 december 2019. Lot 168049: (B)(4) items manufactured and released on 17-jan-2017. Expiration date: 2021-12-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Moto partial knee 02.18.tf2.rm tibial tray fix cemented s2 rm lot. 184276 (k162084). Batch review performed on 20 december 2019. Lot 184276: (B)(4) items manufactured and released on 02-oct-2018. Expiration date: 2023-09-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one other similar event reported.

Event description:
Revision surgery performed after 5 months from the primary due to instability due to a stiff knee. The cause of the stiff knee is unknown. The surgeon revised the femoral component, tibial tray, and insert and the surgery was completed successfully.